Event description:
The customer reported to ge healthcare that their ic9-rs diagnostic ultrasound probe was displaying a double image during an exam, and they used another probe to complete the exam. Subsequently ge healthcare performed an onsite inspection test of the customer's ic9-rs diagnostic ultrasound probe and it was concluded the ic9-rs probe has the component malfunction described in us-FDA recall no. Z-0865-2024.

Manufacturer narrative:
Ge healthcare reported a field modification for this ic9-rs double image malfunction per 21 cfr 806 on 29-dec-2023. The us-FDA recall number is z-0865-2024. Customers were sent a letter explaining the issue and requesting the customer to perform an inspection test to determine if the probe is malfunctioning. Ge healthcare has determined the cause of the malfunctioning probe to be a probe component. Ge healthcare has replaced this malfunctioning probe. Legal manufacturer: (B)(6).